Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -5.5 diopter, in the patient's eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive glare. The lens was replaced with the same model number and diopter.